Event description:
The user facility reported that the glidewire sheared off in a tips procedure. The glidewire tip was left in patient overnight and removed with snare the next day. The blood loss was less than 250 cc's. The patient required removal of glidewire tip through endovascular procedure. The tips procedure was a success; however, the patient passed away the following day from bleeding gastric varices. Additional information received on 06feb2020. The doctor did not feel that the sheared off glidewire tip led or caused the death of the patient; the patient had severe liver failure and passed due to liver insufficiency and cholangitis. The tip of the glidewire separated in the pulmonary artery. The sheared tip did not cause a rupture in the vessel it was embedded in; 1cm wire core and 1cm outer covering were successfully removed with a snare. After the tip was snared and removed the next day, the patient was in stable condition, and the tips procedure was performed afterwards. The tips procedure was not successful; liver was severely cirrhotic and portal vein was tiny. Other co-morbidities the patient had was hepatic insufficiency (meld score 20) and was admitted to the hospital with severe gastric plus esophageal bleed prior to procedure. The patient had dnr status. The cause of the patient's death was severe sepsis, hepatic failure with inr rising from 2 to over 4 and rising t. Bilirubin levels to 4; renal failure.